Manufacturer narrative:
Product history review: a review of the manufacturing- and heparin coating records indicated the lot met all pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the information provided to gore the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. A product history review is being conducted. As the device remains implanted, no further investigation of the device can be conducted. Further investigation is being performed and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 2/18/25 from the viedoc study database: on (B)(6) 2023, this 45-year-old patient underwent implantation of two gore® viabahn® endoprosthesis with propaten bioactive surface devices in the right renal artery for treatment of a pseudoaneurysm. An anticoagulant or antiplatelet used in the procedure. The vsx target vessel access was successfully obtained. The patient required a non-viabahn stent-graft placed in the target vessel during the same procedure. All vsx device delivery catheters were successfully removed, and the study devices were patent. Plugging of smaller branches of the right renal artery were performed as well during the procedure. On (B)(6) 2024, the patient was noted to have vsx stent occlusion in the right renal artery. Treatment and/or hospitalization was not required, as by the time of diagnosis of right renal artery occlusion the right kidney was already hypoplastic and the occlusion was chronic without having any outflow vessels therefore the patient was no candidate for revascularization. In addition, the patient had creatinine increase from 0.8 mg/dl to 1.3 mg/dl and knowing the above-mentioned circumstances no treatment can be utilized.